Event description:
Customer reported (B)(6) 2014 patient with dementia drank 25 ml of 3346e cavilon no sting barrier film. Reported patient was moved and monitored overnight in cardiac unit for tachycardia. Reported patient also had diarrhea and blisters in mouth. Reported referral to ent for scope of airway due to blisters. Reported on (B)(6) 2014, patient stable and transferring back to her ward. Reported blisters in mouth may not be new.

Manufacturer narrative:
Pt information not provided by reporter. No evaluation can be performed. Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.